Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, noise, and under-sensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.